Event description:
It was reported that during a procedure, the console power was diminished, and the aiming beam was not as strong as the energy settings should be. There were no patient complications.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported diminished power by the console was caused by a damaged debris shield. The fse proceeded to perform a test for power output, alignment, and functionality and the system was working within boston scientific corporation (bsc) specs. After the fse replaced the blast shield, no further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the complaint resulted from that the debris shield was damaged, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.